Event description:
Hosp reported that a patient was in the or having a portacath put in. A 100ml bag of primacor (20mg in 100ml) was set up to drip on a pump. Prior to the patient being sent to the recovery room the anesthesiologist removed the administration set from the pump and adjusted the set to allow a gravity infusion. Total or time was 1 hour and 20 minutes. The set was attached to another pump, and at this time the nurse observed that the bag of primacor was empty. Hosp reported that the patient's vital signs were monitored every 15 minutes and there was no patient consequence. Hosp advised this was a user error and with such a critical drug the pump should not have been removed.